Event description:
Rptr stated that "I also get a er1 reading at times". Rptr could not recall exact details because "it doesn't happen all the time". Rptr does not compare the confirmation dot with the color chart. Rptr added that her main concern is that the meter readings are so inconsistent. Before breakfast one day she rec'd blood glucose readings of 146, 239, and 187 mg/dl; before dinner that same day she rec'd blood glucose results of 239 and 295 mg/dl. Reviewed technique, use of control solution test, and urged her to compare her meter with the lab results next time she visits her health care professional.